Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that raypex 6 gave incorrect measurements. No injury occurred.

Manufacturer narrative:
The device will not be returned for investigation. Unsuccessful attempts to retrieve suspect product for investigation/evaluation have been made and documented. Complaint will be reopened if suspect product or investigation result arrives per 8000-sop-038.